Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: mw5079663.

Event description:
It was reported that during the surgery, the surgeon drilled holes for placement of new cup. After drilling for the third screw and measuring with the depth gauge, it was noted that the distal 1 cm of the depth gauge had broken off within the pelvis. An attempt was made to retrieve the foreign body, however was unsuccessful. It was decided that further attempts or dissection would cause more harm than good to the patient. Surgery was finished by placing a screw in previously drilled screw path. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.